Manufacturer narrative:
H6: medical device problem code 2017- improper or incorrect procedure or method. The device was returned for analysis. The needle to cuff miss and material separation was confirmed. The entrapment of device and difficult to advance could not be determined due to device condition and the difficulties are due to case circumstances and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of tissue damage are listed in the perclose proglide instructions for use (IFU), as a known adverse event associated with use of suture mediated closure devices. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the IFU states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. In this case, it is possible, that the guide broke during insertion and separated during plunger retrieval or device removal. Full separation likely occurred during plunger retrieval or during device removal. This condition could prevent the foot from fully closing leading to the entrapment, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: health effect clinical code 4582 removed.

Event description:
Subsequently to the initially filed emdr, additional information was provided there was resistance noted when advancing the proglide device into the anatomy. Force was applied in an attempt to remove the device. Minor tissue damage occurred. It was repaired surgically during the cutdown. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the proglide device did not catch the artery with the needle [suture retrieval issue]. The foot was closed and the device was attempted to be removed; however, resistance was felt and the end [distal guide] of the proglide device broke inside the patient. A surgical cut down was performed to retrieve the broken piece. The sheath was upsized to a 22f and the tavr procedure was completed. Manual compression and balloon tamponade by crossover approach was attempted to achieve hemostasis but ultimately surgical sutures achieved hemostasis. Due to the need for surgical intervention, general anesthesia was given and a delay in the procedure occurred. A wound vacuum was placed as per standard procedure for the surgical intervention and hospitalization was extended. No additional information was provided.